Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. It was reported that hemolysis was present with a plasma-free hemoglobin (pfhgb) level of 200. The previous pfhgb level was 100 while on extracorporeal membrane oxygenatio (ECMO) and prior to lv vent placement. An echocardiogram was ordered to verify impella cp positioning, and the performance level was reduced from p4 to p2. The ECMO team plans to discuss the potential addition of a second drainage cannula due to lower-than-expected circuit flows. Hemoglobin remains stable (13.8 yesterday and 14.4 today), and no blood products have been administered.

Manufacturer narrative:
Pump and purge cassette were returned for investigation. No presence of biomaterial or damage was found on the impeller. The cannula was found kinked on the returned product; no other damage was noted. The pump was run per specification in a bucket of water. Mechanical interaction with blood (hemolysis): as per the clinical details, the patient was on ECMO prior to impella placement. Plasma free hemoglobin (pfhgb) increased after impella cp placement on the day of implant and was noted to decrease during the remaining 7 days of the case run. According to the data log, there was no suction, motor current spike, or major placement signal or flow trend during the time of hemolysis. No defect was found on the pump related to hemolysis. The cause of the hemolysis issue was not determined due to insufficient clinical information. Device in wrong position: data log suggests several suction and position-related alarms during the end of the case run. Clinical information suggests the impella was found deep in the lv. The returned product also confirms cannula kink damage, most likely due to the device being in the wrong position; however, the positioning issue was not determined since sufficient clinical information was not provided. Clinical symptom (thrombosis/thrombus): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. The pump sn(B)(6) passed all post sterile inspection checks.